Event description:
Reportable based on device analysis completed on 13sep2023. It was reported that the balloon could not inflate. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula side. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon could not inflate. The device was removed using normal method without any problem. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that there was a liquid observed leaking from the shaft of the device at the proximal edge of the proximal balloon bond.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon protector had been removed from the device. The balloon was not subjected to positive pressure. No issues were noted with the balloon material. A visual examination found no damage or issues with the blades of the device. All blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no issues with the shaft of the device. The device was connected to an inflation device and using de-ionized water, positive pressure applied. Liquid was observed leaking from the shaft of the device at the proximal edge of the proximal balloon bond. This type of damage is consistent with the device having an interaction with a sharp object or calcification.